Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The ins was received in for analysis on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in early 2018 the patient started having difficulty charging the ins. The patient stopped charging the ins about one month prior to the report ((B)(6) 2018). No symptoms were reported. The rep reported the ins may be in overdischarge but hadn't confirmed that. The patient had scheduled an appointment with the doctor for (B)(6) 2018. The rep will have more information at that time. No further complications were reported or anticipated. Additional information was reported that the caller stated the patient's ins is overdischarged and the patient is having difficulty with charging. The caller was calling in to ask how to start a physician recharge mode (prm). No further information was reported. Additional information was reported that the patient stated she was not able to get consistent communication (2-4 blocks most of the time). The patient just got tired of trying, so the rep met with the patient and attempted to trickle charge. The patient was told about the new model of battery that is easier to charge and smaller in size. The patient requested a new battery. The patient's battery was replaced on (B)(6) 2018. No further information was reported.

Manufacturer narrative:
Product analysis summary: the ins evaluated (model 37714 / serial number: (B)(4)) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to prior overdischarge{s}. Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 4 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good restore sensor ins, indicating that this ins is working correctly with a recharger. The recharge block format section in the trace report indicated at check-in that there was a maximum of 8 bars of coupling for 2 of the last 6 recharge sessions and a minimum of 0 for 2 recharge sessions. If information is provided in the future, a supplemental report will be issued.